Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the sensor wire was missing. The attempted sensor insertion was at the abdomen. No additional event or patient information is available. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue. No product was provided for evaluation. The reported missing sensor wire could not be confirmed. A root cause could not be determined.